Event description:
An employee was sitting at her computer about 5 feet from the equipment (hydro collator) when she heard/saw a spark and saw flames and smoke coming from the back of the equipment. She saw what was going on and was on her way to get the fire extinguisher, but noticed the fire was going out quickly. Eventually the staff unplugged the power cord from the unit and the wall. Minor damage to the counter top. Potentially major damage to the equipment. Unclear whether this was a building electrical issue or an equipment malfunction.